Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, g3, g6, h1, h2, h3, h4, h6, h10, h11. Visual examination of the provided pictures identified a fractured cck articular surface bearing, no device was returned therefore no further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing. Insufficient information provided to perform a compatibility check. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: three views of the right knee demonstrate a right total knee arthroplasty with oblique appearance of the tibial tray which could indicate broken hardware and possible withdrawal of the locking screw mechanism. Radiolucency along the bone cement interface of the tibial component and the femoral component suggest loosening. Overall sizing of the hardware is appropriate. Complaint can be confirmed through the photo provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised for instability due to a fractured lcck post. Only the bearing was revised. Attempts have been made and no additional information is available.